Event description:
It was reported the patient presented with a battery voltage of 2.61v, which tripped rrt (recommended replacement time). Six months earlier, the battery voltage was 2.92v. Rapid battery depletion was indicated. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
(B) (4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model. Evaluation summary: the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Battery depletion was indicated. The device recorded eri (elective replacement indicators) in 2009, approximately 35 months after implant. The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri the device recorded eri in 2009 approximately 35 months after implant.